Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 648 mg/dl and diabetic ketoacidosis (dka). Suspected cause of elevated bg/dka was unknown. No issues were identified with the cartridge, infusion set tubing, or cannula in use at the time of the event. Customer performed a correction dose via an insulin pen and changed to a different personal profile on the pump to address bg. A system check was performed and no alerts or alarms were identified at the time of the event. The customer was treated with insulin infusion from a drip, glucose, sodium chloride and potassium. No permanent damage had been sustained. Customer was released from the hospital on (B)(6) 2021 and continued to use the pump for insulin therapy.